Event description:
Boston scientific crm received information that this device displayed one year battery remaining six months ago. Today device is at end of life (eol). The field representative (fr) inquired if this could be related to the insignia advisory on this device. Ts explained the consequences of this advisory were all seen pre-implant and this behavior does not appear to be advisory related, however noted the only way to confirm would be to analyze the pacemaker following replacement. The device is scheduled to be replaced within the next month. The patient has their own sinus rhythm.

Manufacturer narrative:
The device remains in service at this time. This event will be updated when additional information becomes available.

Manufacturer narrative:
--

Event description:
Boston scientific received additional information from a patient verification form that was filled out by the patient stating their device was turned off in (B)(6) 2016. The reason the device was turned off was because the patient no longer needed the device. The device remains electrically abandoned in the patient. There were no additional allegations or complaints reported.